Event description:
It was reported "a PICC migrated into a patient due to inserter/operator error. A vascular procedure was required."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) is not possible, as no manufacturing lot number has been provided by the complainant.